Event description:
On (B)(6) 2026, a CT maxillofacial examination at (B)(6) hospital documented in the clinical indication field -- in the ordering physician's own words -- that I have a prior history of foreign objects in the scalp and face. This constitutes (B)(6)'s own clinical acknowledgment of foreign object history on (B)(6) 2026, while simultaneously reporting normal findings and still referring me to a out of network, being that my insurance is with, (B)(6), maxillofacial surgeon at (B)(6). (B)(6) has already denied out of network referral for neurosurgery, my neurologist, dr. (B)(6) ordered because of minor protocol issues when I need these obvious 1,905 hu (coating) and 37,546 hu (inner telemetry) foreign bodies extracted immediately before more neuro damage is done. Nih reports these type of foreign bodies will often be overlooked as "fractures" due to the negligence of the medical physicist who calibrated the machines to cause noise reduction and smoothing which staff is trained to look at as "fractures". This contradicts the review, the hounsfield units, and my z18.10 diagnosis (retained foreign body - metal fragments).